Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025, which is off-label usage of the device. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. It was stated that after the warmup phase was completed, the cgm device immediately alerted for a low cgm reading, and then the cgm readings were between 50 and 60 mg/dl. The patient took multiple fingersticks and the blood glucose readings would have been between 15 (as reported by the patient) and 123 mg/dl. It is unknown at what time the fingerstick readings were taken. The patient experienced loss of consciousness due to a hypoglycemic event, but it is unknown what the exact cgm and blood glucose readings were at that time. The patient was found unconscious by the husband who came home as he noted that the patient was not acknowledging the alerts. The husband called the paramedics, and the patient was treated at home with intravenous glucose. The patient was confused and shouted to the paramedics to get out. Eventually the patient recovered at home. No further medication was reported and the patient was not brought to the hospital. At an unknown point during the event the cgm reading was 60 mg/dl, and the blood glucose reading was 123 mg/dl. At the time of the report the patient was stable. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At an unknown point, the reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.